Event description:
A "low drain volume" alarm received during the initial drain cycle of the home patient's automated peritoneal dialysis therapy. Per initial report, the home pt had drained out 11mls, and felt empty. At the time of the call, the home patient noticed that the carpet near the homechoice machine was wet. The home patient advised that "there may have been a hole in their pt line or they may have become detached during last fill", and subsequently may not have received their last fill. Baxter's technical service center assisted the home pt, and home pt's family member in bypassing initial drain. No pt injury or medical intervention was indicated at the time of the initial report.